Event description:
User facility an air leak on the arterial line during treatment. Due to potential for contamination the blood volume in the arterial line was discarded resulting in ebl=87cc. There was no pt injury or need for medical intervention reported.